Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic) and high-rate non-sustained ventricular tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.